Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, white particles inner shell, wear abrasion. Leak test and microscopic analysis was performed which identified: sharp opening on plug strap bold edge. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on plug strap bold edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation¿.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.